Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motion sensor test failure repeatedly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit was received stuck in the motor error loop during bolus/basal delivery. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained address/serial number label.